Event description:
Boston scientific crm received information that this patient had not been followed for up to four years. Attempts to interrogate the device were unsuccessful. The patient did not report any beeping tones from the device. Technical services discussed the shortened replacement window advisory and suspected that the device may have triggered an end-of-life (eol) indicator.

Manufacturer narrative:
The event will be reopened if additional information is received and/or the device is returned for laboratory testing.